Event description:
Procedure: bilat. Mandibular sagittal ramus osteotomies. Right side complete & physician moved to left side percutaneous approach. Screws were placed using trocar system with irrigation. Drill handset aesculap; drill bit & mouth piece kls. Immediately noticed superior component of skin inversion on left with thermal injury approximately 1 cm x 8 mm. Silvadene applied immediately & consult obtained. Consultant did not recommend other treatment and did not expect injury to be permanent. Kls= mouth piece & 1 time use drill bit. Aesculap= hand held drill with attachments & cord.